Manufacturer narrative:
The device was tested on the bench and using automated test equipment, and no anomalies were found.

Event description:
It was reported that the patient expired. The patient fell at home and was hospitalized. It was noted that the patient had a left ventricular assist device and tachy therapy was disabled. At autopsy, it was found that the patient had a subdural hemorrhage. There is no known allegation from a health professional that the death was related to the device. No further information is available.

Manufacturer narrative:
No medwatch form was received. (B)(6). Medical examiner. Device evaluation anticipated, but not yet begun.